Event description:
There was an allegation of questionable bilirubin total gen. 3 results from the cobas 8000 cobas c 701 module. The initial result was 2.55 mg/l and the repeat result on (B)(6) 2024 was 16.63 mg/l. The repeat result was believed correct.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was excluded as calibration and qc data were acceptable.